Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four (4) samples were received and no foreign matter was observed in the fluid path. Reviewed the DHR for batch 20h21ge671, there is no abnormality and no such defect detected at in process and at final control inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: orange particle under the patient side closing cone.